Event description:
The customer alleged they received a questionable ion selective electrode sodium result for one patient on their c501 analyzer. The patient's initial sodium result was 125 mmol/l and it was reported outside the laboratory. The doctor complained to the laboratory about the low sodium result and the patient sample was repeated. The repeat result was 134 mmol/l. The patient was not adversely affected by this event. The sodium electrode lot number was t98 and the expiration date provided was 12/2013. It was noted that the quality control results were out of range. The customer did not verify the quality control results in the morning before running routine samples.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.